Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. Customer stated that the contacts are not missing, damaged, or corroded. Customer stated that the neither compartment nor spring are damaged or corroded. Customer assisted with troubleshooting by inserting new battery but still received the battery failed alarm. No harm requiring medical intervention was reported. Troubleshooting was performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Retainer ring = black. On (B)(4) 2021 the customer reported that the unit is not recognizing a new battery. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked belt clip rails, cracked middle (enter) keypad button, scratched keypad overlay, scratched case. Device passed displacement, sleep current measurement, active current measurement, and self tests. No unexpected ¿low battery¿, ¿replace battery¿, "insert battery", ¿battery failed¿, or "power loss" errors were noted during testing. Thus software was utilized and uploaded trace/history files properly. No pump error 25 was noted during testing, in the pump history file, in the long trace file, or in the power management graph. The adapt tool confirms multiple occurrences of the following alerts/alarms around the event date: 58=failed battery test--10+ alerts on (B)(6) 2021. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error: pump error 53 (filenumber = 2005, linenumber = 5632) @ 10/24/2021 11:45:24.000, 10/24/2021 12:02:44.000 and 10/24/2021 12:05:06.000. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion on any of the boards, assemblies, and the motor inside the unit. In summary, the customer¿s report that the unit is not recognizing a new battery was not confirmed during testing; however, a pump error 53 (filenumber = 2005, linenumber = 5632) occurred during the time of the customer's complaint and this is due to a software problem. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.